Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented in the emergency room due to shocks received. Upon interrogation, it was noted that the patient's implantable cardioverter defibrillator (ICD) had inappropriate detection of an atrially driven arrhythmia detected as ventricular tachycardia (vt). Anti-tachycardia pacing was unsuccessful and the patient received inappropriate therapy. The device is still in use. No further patient complications have been reported as a result of this event.